Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was fed into the jaws of the device and the clip ejected inside the pt. The event occurred several times. The ejected clips were all retrieved. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.